Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive files were cleaned correcting the image saved problem. The camera connector was found to be loose, this was corrected during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system was not saving images and the images were saved out of order. Also the lenzar camera was inoperative. No pt injury was reported.